Manufacturer narrative:
Per the tandem user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Reportedly the pump had been dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 250 mg/dl.